Event description:
Customer reported: the cotton swabs are lying in the medicine cup, without being wrapped or packaged. The nurse removes the swabs from the cup, and fills the cup with bss, the bss is drawn up into a syringe which is used for irrigation and inflating the anterior chamber as needed during the procedure. It is thought that fluffs (fibers) from the swabs come together with the bss solution in the syringe and also into the pt's eye. The surgeon reports that he cannot see the fibers under microscope, but the "particles" can be seen in the eye during the follow-up examination. The surgeon reported that he had to remove the fibers in a few cases during a second surgery. Add'l info received: the surgeon stated that the pts did not notice the fibers (and it was not visible under the microscope during surgery), but it was detected with the slit lamp a few days after the surgery. They looked like cotton fibers (he excluded that it is coating from the cartridge). This happened to 5 pts within a time period of 2 to 3 weeks. Partly, the fibers were stuck within the paracentesis. They were removed during a second surgery. One pt suffered from a fibrous reaction but the outcome was good. The surgeon stated, in all cases the outcome of the second surgery was good and the visual acuity was not affected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional info becomes available.